Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, patency test, and impedance and temperature test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A patency test was performed, and the device was flushing correctly. There were no obstructed holes observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31254525l and no internal action related to the complaint was found during the review. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially, it was reported that the system would cut-off and "temperature slope too high" error was displayed on the ngen system. It happened at 40 watts and 30 watts. It was a qdot catheter and was in qmode. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. When the catheter was removed from the patient, blood was visualized inside of the tip of the catheter near the electrode. The catheter was replaced, and the issue resolved. No adverse patient consequence was reported. The high temperature and blood found inside of the tip issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 12-jul-2024, there was reddish material and a hole in the surface of the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-jul-2024.